Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported that the issue with the stimulation being off and the ins not charging was caused by them accidentally had accidentally hit the toggle to the off position. Pt said the issue was user error and that the issue had been resolved.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (implantable neurostimulator) experienced therapy showing off while attempting to charge the implantable neurostimulator and reported they difficulty charging as they thought they touched something they shouldn't have. The patient stated the battery showed 100% while therapy showed off and reported hurting, which the patient believed was related to stimulation being off, and noted they may have bumped the therapy on/off button. The patient also reported a prior similar episode in which they could not charge the device and checked the battery because they had been hurting; the battery was at 70% despite the patient believing it should have been close to depleted, and the device had previously been charged to 100%. During the call, the patient used the mystimrc application to check stimulation status and was able to turn therapy back on, which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.